Manufacturer narrative:
Date of event: estimated based on article publication date acta neurochirurgica (2018) 160:1121¿1127 https://doi.org/10.1007/s00701-018-3487-y. If information is provided in the future, a supplemental report will be issued.

Event description:
The 143 patients with an average age of 72, underwent common and external carotid stenting. A moma ultra proximal protection device, spider fx, protégé rx, percusurge guidewire and non-medtronic devices. It is reported one patient had major cerebral infarction that occurred 3 days after cas due to stent thrombosis, a second patient suffered cerebral haemorrhage 3 weeks after the procedure due to hyperperfusion syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.